Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported the pod caused persistent hyperglycemia overnight. After a routine change at 22:00, the system repeatedly switched to automated/limited mode, and blood glucose rose to 500 mg/dl (27.8 mmol/l) despite corrections. The pod had been worn on their back between 5 and 24 hours. A new pod was applied after which glucose control normalized. The device evaluation found the cannula had a tear.